Event description:
The physician was performing a diagnostic catheterization procedure through the femoral artery. Pt was of proportional dimensions, weight unk. The physician accessed the artery with a 5f arstasis access kit. Physician back-loaded the arstasis device over the .018" guidewire and advanced the device; however, he did not observe blood through the marker port. He attempted to remove the device but the device would not exit. He continued to pull and the device exited; however, it was observed to have fractured at needle port and anchor and the sheath had detached. Fluoroscopy was performed and revealed that the sheath was still on the .018 guidewire in the tissue tract outside of the femoral artery. An attempt to snare the device contra-laterally was unsuccessful. The proximal end of the device was visible through the original access site and was removed using hemostats. After ensuring no pt injury, the physician inserted the arstasis 5f accessory sheath and successfully completed the diagnostic procedure. There was no pt injury.

Manufacturer narrative:
Investigation is currently ongoing. A follow up report will be submitted with the results of the investigation.